Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did not activate. As the tissue pad was not returned, further functionally testing could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tissue pad peeled off on its first use. The pad was retrieved. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.